Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the abdomen. The patient developed a rash, redness, blisters, drainage, and a scar under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a physician who prescribed an oral antibiotic medication (azithromycin 500 mg once per day) for the reaction. At the time of contact, it was indicated that the patient was ok. No additional event or patient information is available.